Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the arctic sun device had error 80 (water check time out - unable to reach calibration temperature) during calibration. The expected value was 6, actual valve are 29.1. The flow rate are 1.5, mixing pump command were 100 percentage, chiller temperature (t4) was 33.1. There was no water from left drain port. The mixing pump was failed. The parts and pricing provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the arctic sun device had error 80 (water check time out - unable to reach calibration temperature) during calibration. The expected value was 6, actual valve are 29.1. The flow rate are 1.5, mixing pump command were 100 percentage, chiller temperature (t4) was 33.1. There was no water from left drain port. The mixing pump was failed. The parts and pricing provided. Per follow up information received via task on (B)(6), 2023, the device was sent in for p.m. And the mixing pump was repaired. The device has been returned to circulation.